Event description:
It was reported on (B)(6) 2026 that the patient's infusion set tape was not sticking, she rushed to pull down her pants to use the bathroom and accidentally pulled out the infusion set. Patient reported bleeding at site.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.